Event description:
It was reported that patient presented to their physician with light headedness, fatigue, weakness, and near syncope with heart rate in the upper 30's to low 40's. It was determined there was a complete conductor fracture of the right ventricular (rv) lead with high impedances. The lead was capped and replaced with an epicardial lead due to left subclavian vein occlusion and a peripherally inserted central catheter (PICC) line on the right. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.